Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'battery cannot be charged - full backup may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced one of the power supplies and the related wire harnesses. Release testing performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per the perfusionist, the battery indicator was flashing and the next day a red warning light on the heart lung machine (hlm) was observed. The hlm was taken out of service until the charging unit was replaced. The perfusionist was informed by the manufacturer's technical support specialist, that the hlm needs to be shut down and restarted on a routine schedule. The perfusionist stated that they would leave the hlm on continuously. There were no audible tones associated with the issue. Since the repair, the issue was resolved.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the power supply to lab use only (luo) testing equipment. The power supply voltage read 0.1129 volts (v) which was not within the specification range. It was determined the power supply did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.